Manufacturer narrative:
(B)(4). In total two gore® dryseal flex introducer sheaths (dsf1633/ (B)(4) and dsf1633/ (B)(4)) have been used in this case. The physician could not tell which of the dsf1633 was involved in the event. We are using dsf1633/ (B)(4) for reporting purposes. In total two devices are involved in this event. The event related to the gore® viabahn® vbx balloon expandable endoprosthesis was submitted under manufacturer report number 2017233-2021-02614.

Event description:
The patient underwent a fenestrated endovascular aortic repair. A gore® viabahn® vbx balloon expandable endoprosthesis was used as a branch device for the right renal artery. The device was advanced through a gore® dryseal flex introducer sheath to the intended location and successfully deployed using 12 atm for nominal pressure to inflate the balloon. Reportedly, the balloon would not deflate after deployment of the device. The balloon stayed inflated even after the inflation handle was removed. To resolve the issue, they tried to aspirate by using a syringe, but the balloon remained inflated. The balloon was eventually burst using a needle taken from a transjugular intrahepatic portosystemic shunt (tips) set (cook medical). Then they were able to remove the delivery catheter from the patient. It was reported, that when they inserted the tips needle through the introducer sheath, they accidentally ruptured the valve of the introducer sheath which led to bleeding from the valve. This was not noticed for a short time and caused the patient to continuously loose blood. When this was noticed, it was just as the patient went into cardiac arrest. The leakage from the valve was stopped and when the patient was given more blood and fluids resuscitation was successful. After this the procedure was completed. Final computed tomography imaging showed that all vessels were patent.

Manufacturer narrative:
H6-code 213: a review of the manufacturing records indicated the device met pre-release specifications.

Manufacturer narrative:
B1: a product problem (malfunction) may have caused or contributed to the reported serious injury. Therefore both boxes have been checked.

Manufacturer narrative:
Conclusion: a review of the manufacturing records indicated the device met pre-release specifications. The device was requested from the facility for evaluation. As reported to gore, the device was discarded at the facility. Therefore a device evaluation could not be performed and the root cause of the dryseal valve leak could not be confirmed based on a device evaluation. It was reported to gore that the user inserted a tips needle through the introducer sheath, and doing so he accidentally punctured the dryseal valve which led to continuous bleeding from the valve. Therefore, based on the event description, the most probable root cause of the dryseal valve leak was an unintended use error. In the instructions for use of the gore® dryseal flex introducer sheath the following is stated: precautions: do not attempt to advance sharp objects / instruments through the gore® dryseal valve. Sharp objects / instruments could cause damage to the gore® dryseal valve and could result in major blood loss. Do not puncture the gore® dryseal valve. Puncturing the valve could result in major blood loss. Potential adverse events: adverse events that may occur and / or require intervention include, but are not limited to: blood loss, bleeding. For this event two reports were submitted: manufacturer report number 2017233-2021-02614; manufacturer report number 3007284313-2022-01751.

Manufacturer narrative:
H6: codes 4111 / 3243 / 4210: the device was discarded at the facility, therefore an evaluation of the actual device could not be performed. Based on the event description provided by the physician the root cause of the dryseal valve leak was reported to be the tips needle, and root cause of the tips needle going into the dryseal valve was reported to be the un-deflatable vbx.

Event description:
The patient underwent a fenestrated endovascular aortic repair. A gore® viabahn® vbx balloon expandable endoprosthesis was used as a branch device for the right renal artery. The device was advanced through a gore® dryseal flex introducer sheath to the intended location and successfully deployed using 12 atm for nominal pressure to inflate the balloon. It was reported that a 50/50 mixture of contrast media and saline mixture was used. No air or gaseous media was used in the balloon. Reportedly, the balloon would not deflate after deployment of the device, therefore the delivery catheter did not separate from the expanded endoprosthesis. It was reported that the inflation handle was deflated slowly as per IFU when the balloon was inflated but the balloon stayed inflated even after the inflation handle was removed. To resolve the issue, they tried to aspirate by using a syringe, but the balloon remained inflated. The balloon was eventually burst using a needle taken from a transjugular intrahepatic portosystemic shunt (tips) set (cook medical). Then they were able to remove the delivery catheter from the patient. It was reported, that when they inserted the tips needle through the introducer sheath, they accidentally punctured the valve of the introducer sheath which led to continuous bleeding from the valve. This was not noticed for a short time and caused the patient to continuously loose blood. When this was noticed, it was just as the patient went into cardiac arrest. The leakage from the valve was stopped and when the patient was given more blood and fluids resuscitation (2203-a:-other) was successful. After this the procedure was completed. Final computed tomography imaging showed that all vessels were patent.